Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1vtg4, implanted: (B)(6) 2019, product type: lead. Previously reported apply to lead (lot#va1vtg4) only. (B)(4) applies to lead (lot#va1vtg4) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The cause of the lack of stimulation post-implant was determined; the lead migrated as confirmed with an x-ray. The rep noted that the patient was receiving effective therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the rep was with the patient after stage 2 implant today and they are now in recovery. The rep states patient cannot feel stim on any contact pair. Rep states she has gone up to 8.5 volts and patient cannot feel stim. The rep checked impedances and provided the following details: c0 ¿ 365 ohms, 30 ¿ 672 ohms. General range of all impedances: 300-675 ohms approximately, and no oor (out of range) contacts were found. The patient had chronic lead trial and it was 'excellent'. Rep states patient did not have any problems with trial, did not have any falls. Patient felt stim up until today (with trial). The rep tested impedances with the physician programmer and got a similar range of values. No symptoms were reported, and no further complications were reported or are anticipated.